Event description:
An elevated advia centaur cp t3 result was obtained on a patient sample and considered discordant when compared to lower repeat test results. The patient had been admitted to the hospital for an overdose of synthroid and effexor. There was no known report of adverse health consequences due to the elevated t3 result.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call and found no system issues that may have contributed to the discordant t3 result. The customer's quality control results were within acceptable limits prior to and after discordant result. No conclusion can be drawn. The instrument is performing within specifications.